Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Patient's age and weight are unknown. Explant date is not applicable since the product was not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.